Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Lower separate attachment...pulled it out of mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the lower separate attachment of the oral-b toothbrush head broke and they pulled it out of their mouth. No injury was reported.

Manufacturer narrative:
04-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Lower separate attachment...pulled it out of mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the lower separate attachment of the oral-b toothbrush head broke and they pulled it out of their mouth. No injury was reported. 09-may-2023 case update from information initially received on 16-feb-2023: the suspect product lot was 91508172 a29. No injury was reported.